Event description:
It was reported that the lead was diagnosed as having a fracture one year ago. Due to the patient's condition, the physician elected to reprogram the device vvir and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.